Manufacturer narrative:
No product was returned.

Event description:
On (B)(6) 2014, it was reported that the patient tested her blood glucose level and entered her carbohydrates into her blood glucose monitor and received a bolus recommendation. The patient then added additional carbohydrates and the monitor did not recommend any additional insulin be given. The patient experienced elevated blood glucose levels. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.